Event description:
While surgeon was using a straight pituitary a piece broke off, which was immediately noticed by physician assistant. The broken piece was removed, all pieces of instrumentation was identified and accounted for. X-ray was taken and no pieces remained.